Event description:
It was reported that after implanting a lvad, the ICD could not be interrogated. It is suspected that the device is at eol. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.